Event description:
It was reported that during a procedure of the heavily calcified, mildly tortuous, 85% stenosed mid right coronary artery (rca), the 1.50 x 12 mm nc trek balloon dilatation catheter (bdc) was inflated at 24 atmosphere (atm) and ruptured. A 2.5 x 12 mm nc trek bdc was inflated at 16 atm, then during the second inflation at 20 atm the balloon ruptured. A non-abbott cutting balloon was used to clear the lesion after the second nc trek balloon rupture. It was noted that the cutting balloon also ruptured. A 3.0 x 15 mm xience prime stent was implanted and post-dilatated with a 3.0 x 6 mm non-abbott balloon. The procedure was completed and there was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.above rated burst pressure.the customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.the additional nc trek, is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instruction for use (IFU) warns: balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product deficiency.